Event description:
Device performed as intended. Based on the feedback from experts in the field, the adverse event reported is unlikely to be related to the use of the novasure system, but most probably was due to the use of anesthesia drug (i.e. Diprivan) as a bolus. Apnea with drop in po2 is reported in the IFU for this drug at the rate of 7% - 24%. No device malfunction or patient injury reported.

Event description:
Pt underwent d&c & attempt at novasure for mennorhagia under genral anesthesia. One of the steps in the procedure includes a cavity integrity assessment involving co2 gas injected into uterus. Several attempts were made but the pressure of the co2 gas could not be maintained for 4 sec as required. There was no evidence of uterine perforation. During one attempt the pt's o2 sat dropped from 99% to 91% consistent with intravenous co2 embolization. The procedure was stopped & the pt did well. Pre approval studies did not involve doing a d&c & this may open or expose venous sinuses allowing gas under pressure to embolize to the lungs. Suggest warning.